Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter. The proximal bushing and windings had slipped distal on the catheter tip, exposing the balloon inflation port. Therefore, the balloon was not deflating during use by trapping the inflation media inside. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Distal windings, bushing and balloon latex were intact. No visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The report of "balloon would not deflate" was confirmed. An investigation has been initiated to assess any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use the balloon on the end of the catheter would not deflate and had to be pulled back through the patients dialysis graft inflated. No patient injury.